Event description:
The rptr did meter to hcp meter comparison tests. The tests were done in a fasting state, side by side, using separate finger sticks. Rptr's meter reading was 35 mg/dl, and rptr's dr's meter (type unknown) read 100 mg/dl. Rptr did not have any symptoms. A control solution test was in range. The rptr checks the confirmation dot for enough blood. No harm was alleged.